Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 1 due to error 319. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The unit was tested on an in-house system and failed normal mode as the axes controller carriage (acc) board was not detected. The rolling loop fiber was exchanged with a new one and the error no longer occurred. The original rolling loop fiber was reconnected, and the error returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a non-recoverable 319 fault on universal surgical manipulator (usm) 1 was displayed. The customer stated that they tried power-cycling with no resolve. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer power-cycle, hard power-cycle, and emergency power off (epo) the patient side cart (psc), however the issue persisted. The customer indicated that there was a self-test in progress message on the screen that the system could not get past on power-up. The tse recommended the customer to undock all arms to allow arms to complete the power on self-test, but the fault continued. The tse recommended the customer undock and disable usm1 and complete the procedure with the remaining usms. The procedure was completed with no reported injury.